Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 261 mg/dl, 376 mg/dl and 131 mg/dl and 154 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.